Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the logs revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device passed both electrical and functional testing and was determined to meet performance specification. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. The issue was not confirmed with regard to the device. The cause was undetermined.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) who experienced a peritoneal leak. Peritoneal dialysis (pd) therapy was temporarily discontinued. It was reported the hp was recovering from the peritoneal leak.